Event description:
It was reported via repair work order that the tread tracks would not engage due to broken components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.